Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia had worsened due to peritoneal dialysis therapy. The patient was not hospitalized for the hernia. Dianeal therapy was temporarily discontinued and the patient underwent hernia repair surgery for the event. The patient was placed on hemodialysis for two weeks before reinitiating peritoneal dialysis therapy. The patient was reported to have recovered from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .